Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempted to get the lead reading through analyzer with no sensing output. The physician switched to cable clips with no luck. It was noted that the physician had the same result using another cable with adapter. The physician implanted a new lead but there was no sensing signal. The physician could pace but the impedance level was low. It was further noted that the physician switched the programmer and analyzer, and the issue was able to be resolved. The device will return for service. No patient complications have been reported as a result of this event.